Event description:
Customer called about high blood glucose levels. She has been having highs in the range of 270 mg/dl, and her current blood glucose level is 276 mg/dl. She is treating with the insulin pump. Customer also mentioned a hospitalization for low blood glucose on (B)(6) 2014. She stated that she is not sure if the insulin pump is over delivering or not. Customer stated she is not sure of the cause of her low blood glucose levels. Her blood glucose level at the time of admission was 50 mg/dl. No other details about the hospitalization were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.